Event description:
Additional information received reported the electrode impedance was normal and the therapy impedances were unobtainable. It was stated the patient still received therapy and their next appointment was in 3-4 months following report. It was note there were no explanted devices.

Event description:
It was reported the patient had a shocking/jolting sensation and they were unable to adjust stimulation. It was noted reprogramming and an impedance test were performed as a result of the event. It was stated the patient status at the time of report was alive with no injury. It was noted the patient had a burning sensation and pain at the device pocket location. It was stated the patient had been prescribed for monopolar stimulation due to the epilepsy. It was stated after the stimulation was changed to bipolar mode they had less than 50% therapy effect. It was stated the elective replacement indicator (eri) notification had occurred in the month prior to report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).